Event description:
The patient wished she never had the implant. She had an "air bubble" and "the skin separated from the bones". She had pain in the radial nerve of her left arm and the device made it, so her eyes could not open. The device has since been explanted. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).